Event description:
Patient had a red heart alarm occur when she connected her heartmate ii left ventricular assist device (lvad) to wall power. The alarm resolved when she connected to battery power. The interrogation of the device showed a short to shield device malfunction. Patient had a left ventricular assist device placed for non-ischemic cardiomyopathy.